Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with three prostyle devices using the pre-close technique via a 6f sheath hole prior to an impella interventional procedure. The sutures of three prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the impella procedure was completed. Reportedly post procedure, all three prostyle devices functioned as intended; however, hemostasis was not achieved. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.